Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen and display were cracked and became completely unresponsive, preventing operation of the device; the affected component was the touchscreen and the problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen, aligning with a fracture of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.